Event description:
It was reported that there was phantom motion of the lift due to a damaged cb09 control box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.